Event description:
It was reported that during implant attempt, there was no output even with setscrews tightened, and the ventricular lead would not connect properly, despite multiple tries. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; analyst comment: connector blocks were tested and found ok using an is-1 insertion tool (B) (4). Is-1 lead was inserted into the connectors and tightened using a mdt torque wrench. Leads were tugged slightly while monitoring the device output on an oscilloscope. The output remained constant.